Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Attempts to obtain additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 16 months post implant of this 22mm aortic mechanical valve, it was explanted due to a dilated root. Subsequently, a 25mm medtronic valve of the same model was implanted. No adverse patient effects were reported.